Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer received a program alarm anomaly and was not able to clear. Customer's blood glucose was 150 mg/dl. After battery change and waiting two hours, it was reported that display screen was still blank and insulin pump continued to receive alarm. Customer was advised that insulin pump would need to be replaced.